Event description:
It was reported there was a problem with the patient programmer. It was stated the patient was not able to make adjustments both with or without the antenna attached. It was noted the patient had already tried new batteries but was still seeing the poor communication screen. Reportedly, the issue began a week prior to report. It was stated the patient¿s programmer would not do telemetry with or without the antenna. It was later reported the patient received a replacement programmer and it still would not work with or without the antenna. It was stated it was unclear whether the patient was able to use the programmer without the antenna and it was thought that the old antenna may be the problem.

Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6)-2014. The patient had a surgery on (B)(6)-2014 to see why the device stopped working. The patient stated it was now working on (B)(6)-2014.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 37092, serial# unknown, product type accessory. (B)(4).